Event description:
Complainant alleged that while attempting to defibrillate a 89-year-old male patient, the associated device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrode pads used were not returned for evaluation. A retained sample test was performed for lot number 3123c with no discrepancies found. The electrodes were found to be assembled and functioned according to specification. The clinical data files and device logs were not provided for review. This report will be closed as no faults found. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.